Event description:
The customer reported the IV line separated at the blue/white plastic area inserted into the pump (presumed to mean the silicone segment at the lower fitment). The pump alarmed for air in line and the nurse removed the upper portion of the line from the pump and lightly flicked the line to facilitate air bubble movement. The silicone portion of the set disconnected at the lower aspect and sprayed the nurse's legs and face with saline that was being used to flush the line following a chemotherapy infusion. The nurse confirmed she was not harmed and had no chemo exposure. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report that the IV line separated. The customer stated the set has been discarded and is not available for failure investigation.